Event description:
A customer reported to beckman coulter inc., (bci) that wash concentrate bottles cracked on the seam at the bottom while on board the cx5 delta instrument. No injury was reported on this issue.

Manufacturer narrative:
Customer was sent reagent replacement.